Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0ahln, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that when the patient¿s implantable neurostimulator (ins) was checked, possibly in (B)(6), the device shocked them. Specifically, when asked if the healthcare professional of manufacturer¿s representative shocked them, the patient responded ¿oh yes , because I didn¿t have the battery my family had it¿(B)(6)¿her brother¿very expensive¿. It was also reported that the ¿dr has to double check everything¿ and that ¿they checked the battery, it shocked her, they said the battery is okay they checked it¿. It was also noted that ¿the nurses¿they can¿t handle it¿. It was also mentioned by the patient that the device was a ¿wonderful thing¿ and spoke of having not to take narcotics. Additional information was requested, but was not available at the time of this report. If additional information is received, a follow up report will be sent.